Event description:
It was reported that there was a particle on the filter of a small volume intermate. The device was filled with meropenem. There was no patient involvement. No additional information is available. This is report 5 of 8.

Manufacturer narrative:
(B)(4). The device was manufactured july 17, 2014 - july 19, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.